Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the pack showed a cutting defect at maximum suction during vitrectomy surgery. The surgery was completed on the same day by lowering the suction flow rate allowed for the operational cut. There was no information about patient impact.